Manufacturer narrative:
(B)(4).

Event description:
It was reported that an alert for increased pacing lead impedance and high capture were observed via a merlin.net transmission. The lead was capped and replaced on (B)(6) 2016. The patient condition was fine before and after the event.